Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 214-215 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.